Event description:
It was reported while using bd facscanto¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: this issue began when they noticed fluid on the floor underneath the wetcart. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? Unknown. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? After waste line. 5b (if waste line): was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration part # 657338, serial # (B)(6). ¿ problem statement: customer reported complaint of waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13mar2020 to date 13mar2021. ¿ complaint trend: there are 6 complaints related to the issue of waste leakage. Date range from (B)(6) 2020 to date (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a loose waste tubing line that popped off the aspirator pump. No vacuum from the aspirator pump will cause a leak as fluid will continue to flow from other pumps of the instrument. An fse (field service engineer) confirmed this issue repaired the tubing line with a secure connection. There was no work order created for this complaint because this service was performed, and the issue was resolved in a related complaint of this instrument with a vacuum error;, wo# 01830863, and case#(B)(4). After the repair, the instrument was performing as expected with no further leaks. No parts were requested for evaluation as no parts were replaced. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto instructions for use (IFU), #23-14730-03 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found starting on page 143 in maintaining the loader. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01830863, case # 01290502 (from related complaint pr# 2571160) install date: (B)(6) 2016 defective part number: . Work order notes: o subject / reported: vacuum error. O problem description: vacuum error. O work performed: checked system and found line was popped off the aspirator pump. . Cut back the lines so it was snug and ziptied tubing on to fitting. Emptied internal waste tank and tried to run system. System ran great without any vacuum errors and was released back to the customer o cause: lose fitting. O solution: checked system and found line was popped off the aspirator pump. . Cut back the lines so it was snug and ziptied tubing on to fitting. Emptied internal waste tank and tried to run system. System ran great without any vacuum errors and was released back to the customer. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? O item: 6. Waste. O function: 6.1 contain waste. O potential failure mode: 6.1.2 waste line not connected. O potential effect(s) of failure: 6.1.2.1 loss of sample. O potential cause(s) / mechanism(s) of failure: 6.1.2.1.1 disconnection causes backpressure: o current controls: vacuum error occurs. O recommended actions: none. O responsible party: o target completion date: o actions taken: o sev: 5 o occ: 5 o det: 3 o rpn: 75 mitigation(s) sufficient: ¿ root cause: based on the investigation results the root cause was due to a loose waste tubing line. ¿ conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto plus was due to a loose waste tubing line that popped off the aspirator pump. The fse confirmed the issue and repaired the tubing line with a secure connection. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is low as there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: this issue began when they noticed fluid on the floor underneath the wetcart. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? Unknown. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? After waste line. (If waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes.